Event description:
It was reported that the patient underwent a knee arthroplasty revision to address infection. It is unknown how long the devices were implanted prior to the development of infection. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D11 - concomitant devices - unknown femoral component catalog #: ni lot #: ni, unknown tibial tray catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The reported event of deep/unspecified infection occurred > 90 days post implantation. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, and the infection occurred > 90 days post implantation, the implanted products are not identified as the source or contributing to the reported infection. Zimmer biomet does not consider this to be an MDR reportable event.

Event description:
No further event information available at the time of this report.